Event description:
During follow-up, low pacing impedance was observed on the right ventricular (rv) lead. The lead was explanted and replaced. During the replacement procedure, insulation damage was noted. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported events of insulation abrasion and low pacing impedance were confirmed. As received, a partial lead was returned in three pieces. Visual analysis found the lead to be compressed and a break in the insulation consistent with clavicle crush damage. All lumens were found to be breached with damage due to clavicle crush forces noted on the etfe cable coating of one of the ring electrode conductor cable. The ptfe liner was found to be damage due to clavicle crush force exposing the inner coil. The reported event of low pacing impedance was isolated to the damage found to the etfe cable coating of the ring electrode conductor and exposure of the inner coil in the clavicle crush zone.